Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar plus c-flex device. The device was returned to a third-party service center with no initial alleged complaint. During evaluation of the device at the third-party service center, the technician observed foam particles in the blower kit. Additionally, the service technician also noted error codes present e063 (err_stuck_knob_key) and e065 (err_stuck_encoder_a) in the device logs. There was also presence of dust/dirt in the device and found the device not working. The device was scrapped by the service center after the evaluation was completed.